Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump had critical pump error and had pump error alarm and frozen display. Customer's blood glucose value was 212 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Open book or critical pump error after battery installation. Constant critical pump error alarm (open book) due to moisture damage on electrical board. Unable to confirm a broken force sensor was detected during seating or regular delivery error alarm due to critical pump error alarm. No frozen screen noted. Device received with cracked case(battery tube).